Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump would not recognize the cartridge during the load step. The pump was reportedly alarming that it was not primed. The reporter stated that after performing the rewind, prime and load steps on the pump, the pump would not stop loading. All of the insulin would reportedly dispense out of the cartridge. The reporter said in order to stop the load step she reportedly rebooted the pump, filled the cartridge again and stated that the issue continued. The reporter confirmed that the patient was not attached during this process, and there were no reported blood glucose excursions related to the alleged malfunction. This complaint is being reported due to allegation that the pump would not recognize the cartridge during the load step causing all of the insulin to dispense out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.